Manufacturer narrative:
Upon inspection and testing of the device, the image turning black was found to be caused by a damaged image sensor (imaging unit) and damaged electrical contacts of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image turning black was due to failure of the image sensor unit, failure of the electrical board of the video connector unit, or a failure on the system side. However, a root cause could not be determined. In addition, service found that bending angulation was insufficient due to stretched angle wires. The adhesive on the bending section cover was chipped. The bending tube blade was broken. There were scratches on the bending section cover, video connector, control section, grip, up/down (ud) plate, right/left (rl) plate, switch #1, surface of the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the display screen of the subject device was dark. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the image would turn black, but the image would return. This report is being submitted for the malfunction found during evaluation of the device (temporary image loss).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 14-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.